Event description:
Literature was reviewed regarding transcatheter aortic valve implantation (tavi) in a group of 980 patients with severe bicuspid aor tic valve stenosis. Various valve types were used for tavi across the entire study population, encompassing three medtronic brands (evolut r/pro/pro+, n = 380) and eleven non-medtronic brands (n = 600). The authors noted that ¿valve-related death¿ was incorporated into the composite definition of bioprosthetic valve failure (bvf). Given that instances of bvf were observed during the study, medtronic product cannot be excluded as a possible contributing cause to any valve-related deaths that may have occurred. The authors also observed and recounted the following outcomes: all-cause death; annular rupture; permanent pacemaker implantation; major vascular complications; transient ischemic attack/stroke; patient-prosthesis mismatch; structural valve deterioration (leaflet thrombosis, high/increased mean gradient, stenotic degeneration); rehospitalization for heart failure; endocarditis warranting surgery; mild to severe paravalvular leak (pvl); ¿significant¿ pvl necessitating post-dilation, valve-in-valve tavi, or vascular plug placement; and iatrogenic ventricular septal defect requiring surgery.

Manufacturer narrative:
Citation: gorla, r., sturla, f., pensotti, f. Et al. Tavi in young patients with bicuspid aortic valve stenosis: insight from the in ternational ad-hoc registry. Clin res cardiol (2026). Https://doi.org/10.1007/s00392-026-02892-9 earliest date of publication used for date of event and date of death. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.